Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the atrial lead exhibited high capture thresholds. No intervention was performed at this time. No patient symptoms were reported.